Manufacturer narrative:
The insulin pump received with vibrator rattling during self test due to vibrator adhesive not adhering. Pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube.

Event description:
The customer reported via phone call that their insulin pump had a loud vibration and sounded broken. The customer¿s blood glucose level was unknown at the time of the incident. The device does not have any visible damage. Customer was assisted performing self-test and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.